Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'failed occlusion test' was not reproduced. The pump was sent for downstream and upstream occlusion test s and passed. A review of the event history log (ehl) revealed occurrences of multiple downstream and upstream occlusion alarms". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified for downstream occlusion. The cause of the condition was determined to be an out of a failed force sensor. The downstream sensor will be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.